Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly, however, noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump had a grinding noise intermittently. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.